Event description:
It was reported that the pump was warm to the touch and the customer received a temperature alarm resulting in a valid temperature alarm occurring. There was no reported impact to customer's blood glucose. Multiple attempts were made to obtain additional information but a response was not received.